Event description:
A 3.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lad lesion. The vessel morphology was reported to be of moderate calcification. The lesion was pre-dilated with unknown balloon. It was reported that the endeavor drug-eluting stent delivery system was successfully deployed. After the balloon was deflated, the physician attempted to remove the sds and met with some resistance when bringing the sds back into the guide catheter. The physician slowly withdrew sds and guide catheter as one unit and was able to successfully pull everything out. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation result: device not returned for evaluation.